Event description:
Reportedly, nine episodes were observed to be recorded in the ICD memories between (B)(6) 2020 and (B)(6) 2020 due to noise oversensing, labeled as vf episodes. Non-sustained episodes resulting from noise oversensing were also observed. During the follow-up performed on (B)(6) 2020, the sensitivity was programmed to 0.6 mv and the vf persistence to 20 cycles.